Manufacturer narrative:
(B)(4). Eval summary: eval of the returned xience v stent delivery system (sds) noted blood in the guide wire lumen and contrast in the inflation lumen, which is consistent with preparation and a guide wire being loaded into the lumen. The stent implant was stationary on the tightly folded balloon between the markers. The tip length and stent implant outer diameters were measured and met manufacturing criteria. There were four bent struts and three flared struts in the first row of proximal struts. The damage to the stent likely occurred during the procedure, as no damage was reported as being noted during the inspection prior to use. Damage to the proximal end of the stent is most consistent with that which occurs as a result of an interaction between the mounted stent and the tip of the guiding catheter and/or rhv during retraction of the product. The hypotube had separated at the distal end of the strain relief tubing and the fracture faces were ovaled as if the hypotube was kinked prior to separating. This type of failure is often attributed to ductile overload at a bend. Kinks or bends on the shaft can lead to weakening of the sds material such that subsequent application of force or further handling can cause a separation. The shaft most likely kinked/bent during advancement of the catheter in the difficult anatomy and further manipulation of the catheter would have contributed to the shaft separating. There were several kinks in the hypotube distal to the separation. This damage was not observed during product inspection prior to use and thus, may have occurred during or after the procedural attempts to cross the lesion or possibly as a result of packaging and shipment back to abbott vascular for analysis. The inability to cross lesion can be affected by numerous factors including, but is not limited to, pt anatomical morphology, pt disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support; and is typically not associated with a product quality deficiency. The lesion condition was described as heavily tortuous and calcified, which likely contributed to the failure to cross. Reportedly, several attempts were made to cross by pushing the sds. It should be noted that the xience v instructions for use (IFU) states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. A review of the product manufacturing records did not reveal any nonconforming material records associated with this lot that could have contributed to this complaint. This suggests that there are no lot specific product quality deficiencies. The failure to cross, hypotube separation, stent damage, and subsequent kinks appear to be related to operational context. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, all stent delivery systems are 100% visually inspected online for stent damage and kinks and a sampling of units is destructively tested to verify lumen integrity.

Event description:
It was reported that during an interventional procedure in the heavily tortuous, heavily calcified, 99% stenosed left descending artery/first diagonal, a non-abbott balloon was used for pre-dilatation of the lesion. The 2.75-12 mm xience v stent delivery system (sds) was advanced but could not cross the lesion. It was reported that several attempts were made to cross the lesion by pushing the sds; the hypotube became separated approximately 2 cm from the hub. The proximal and the distal portion of the sds were removed and there was no reported pt effect. Additionally, after removal from the anatomy it was noted that one of the stent implant struts was flared. No additional info was provided.